Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a low blood glucose value of 32 mg/dl. Customer stated that his meter was no longer connected to insulin pump. It was unknown weather customer was using auto mode or not. Customer declined to trouble shoot for low blood glucose. The device will not be returned for analysis.